Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer's insulin pump continues to alarm no delivery. Customer's blood glucose was 325 mg/dl, in the morning of sunday. Earlier in the day it was 239 mg/dl but currently was 88 mg/dl. Troubleshooting was performed for the alarm. Customer was then advised to manually push insulin using a plunger and the insulin exit. Customer then performed a manual prime and insulin exited. Customer was then advised the alarm was caused by an infusion set reservoir occlusion. Customer is not returning the reservoir the reservoir for analysis.